Event description:
It was reported that a patient underwent a right hemicolectomy procedure on an unknown date and barbed suture was used. The patient had a severe dehiscence after wound closing. The patient was reoperated to close wound and the suture was found completely interrupted. Additional operation to repair fascia and wound closing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Additional intervention to re-close wound, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Dehiscence, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: additional operation to repair fascia and wound closing, other information: bmi 26. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure? Where was the break noted on the suture (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Colon cancer. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic. On what tissue was the suture used? Fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Fascia. Where was the break noted on the suture (termination, middle, end)? Middle. Were there any patient stress factors that precipitated the event of suture breakage post op? No. Onset date/time of dehiscence? (# post op days) 14 days. Please describe any surgical intervention required for the wound dehiscence including date and findings. The patient showed up in hospital for fascia dehiscence, exposed loops.